Event description:
It was reported that during a lap gastrectomy procedure, the device was closed completely and without touching it suddenly bursted. There were no adverse consequences to the patient noted. Unknown how the case was completed.